Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the dislodged stent returned for analysis. Deformation was evident to the dislodged stent. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage was evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with a stemi. An attempt was made to use three resolute onyx rx coronary drug eluting stents to treat a significantly tortuous, mildly calcified lesion exhibiting 100% stenosis located in the 1st diagonal branch. The devices were inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. It is indicated that after pre-dilation there was 50% stenosis remaining. The devices did not pass through previously deployed stents. It is stated that a significant amount of force was used during attempt to deliver. It is stated that a supportive guidewire and also a guideliner were used in the attempt to cross the lesion. It was reported that all three stents were attempted to be used but all failed to cross the lesion. Upon removal of the 2.0x22mm and 2.0x12mm stents, stent deformation was observed. It was reported that while attempting to remove the 2.0x8mm stent following failed delivery that it dislodged inside the guide liner catheter. It is indicated that the stent was never lost in the patient, it was off of the stent delivery system after withdrawal from the body. No adverse effects to the patient reported.